Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge detection notification. Additionally, it was reported that the battery was depleting faster than expected. There was no reported impact to the customer¿s blood glucose level. The customer declined to provide further information or to receive a follow up from tandem technical support.